Event description:
It was reported that the patient stated her leads were broken. The patient was very active, and a fall may have caused the event. It was reported that the patient was getting them replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).